Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported by the patient's legal counsel that the patient had an initial left hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2014 due to alleged pain and synovitis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of medical records confirms that patient was revised due to left hip, groin and buttock pain, ambulation difficulties, pain upon ambulation, a limp, synovitis, bone resorption, metallosis, loosening.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a revision surgery due to pain, metallosis, synovitis, and osteolysis. The femoral and acetabular components were stable, however, the surgeon felt that the head needed to be revised due to 30-35% of the of the metal acetabular comonent being exposed to secondary osteolysis.

Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products show the head and taper assembled. The head shows dried liquid on the surface and there are slight scratches on the taper that are consistent with the removal of the implant. Dimensional evaluation of the returned device showed specification out of tolerance which is due to the metal-on-metal articulation wear. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.